Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that their syringe pump infusing a 24 hr continuous intralipids 20% infusion in a 20ml syringe at 0.19-0.37ml/hr over 4 consecutive days finished early on 4 occasions on a critical patient in the nicu. Pharmacy has recently updated their iq4, so their overfill has changed (lessened), however they are not sure to what extent. The customer stated that possibly an excessive amount of the lipids was used to prime the tubing, however the infusions completed early with at least two different nurses priming over several days. They would like to check rate accuracy and programming on the device to make sure that it is infusing correctly. There was no leaking, and no treatment or intervention was required.